Event description:
The customer reported that the device was giving error code 1000 messages.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.